Manufacturer narrative:
The report of "pain at ipg site" was not able to be confirmed. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related. The report stated that the patient wanted to update their ipg to smaller one, had no falls or trauma but they had weight fluctuations. Analysis of the returned ipg found it communicated with all lab utilities, passed testing on the automated test equipment (ate) with no anomalous outputs were observed.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.